Event description:
It was reported, that during ipg replacement [related manufacturer reference number: (B)(4)]. Effective therapy was not established, due to both leads having high impedances. X-rays confirmed, the left lead was fractured. Surgical intervention was undertaken on (B)(6) 2024. Wherein, the leads were explanted and replaced.

Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that both leads were confirmed fractured during the procedure.